Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) troubleshot the system and found errors with the multibus ii, which caused the visub to stop working. In addition, he removed and cleaned the backplane and there were still problems with the vccom board. The fse changed the position of the cpu, which solved the problem and monitored the system during an examination and the error did not reoccur.

Event description:
The customer reported that the digital is locking.